Manufacturer narrative:
Continuation of d10: product ID 97755 serial# (B)(6) product type recharger. Product ID 97745 lot# serial# (B)(6): product type programmer. Patient h3: analysis of the recharger (serial# (B)(6)) found it got hot after running it at the donut end and there was a batteries low replace controller batteries soon message. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient (pt) said they have not been able to charge their implant for more than 3 months and have stopped using their implant for probably 3 months. Patient said they saw their healthcare provider today and the representative told them to call and get a recharger. Pt stated they have already received a replacement controller. Patient stated they had a bad time charging about 3 months ago and stopped wearing the recharger. Pt inspected the recharger and did not see any damage but confirmed that the recharger paddle heats up. The issue was not resolved. An email was sent to the repair department to replace the recharger. Also, pt mentioned they have not charged their controller for about 3 months as well and that now it's not turning on. Agent assisted pt in resetting controller and confirmed it was charging, pt saw memory problem message and agent assisted pt in fixing the date and time. Additional information was received from a manufacturer representative (rep). The rep said they met with the patient on tuesday to discuss the battery and recharger. Directed patient to customer support to receive new recharger because they said it wasn¿t working.

Manufacturer narrative:
Continuation of d10: product ID 97755, serial (B)(6). Product type recharger product ID 97745 , serial: (B)(6). Product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot: (B)(6). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.